Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements due to micro-dislodgement from tight subclavian anatomy. Additional information from the field representative confirmed the lead measurements had shown thresholds were high and then there was no capture. The lead was still in place yet pulled back enough to remove lead slack. The physician then performed a surgical intervention and this rv lead was explanted. A new lead was then implanted in a new access. No additional adverse patient effects were reported.